Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), device breakage ("fracturing of the implant"), abdominal pain ("pain/abdominal pain"), alopecia ("hair loss"), dental caries ("rotting teeth"), depression ("depression"), anxiety ("anxiety"), inflammation ("inflammation"), weight increased ("weight gain"), asthenia ("no energy") and loss of libido ("loss sex drive"). The patient was treated with surgery (hysterectomy and essure removal on (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, genital haemorrhage, device breakage, abdominal pain, alopecia, dental caries, depression, anxiety, inflammation, weight increased, asthenia and loss of libido outcome was unknown. The reporter considered device dislocation, genital haemorrhage, device breakage, abdominal pain, alopecia, dental caries, depression, anxiety, inflammation, weight increased, asthenia and loss of libido to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation) and heavy bleeding (seen as genital haemorrhage), amongst non-serious events. Plaintiff underwent a hysterectomy and essure removal ten months after insertion. Device dislocation and genital haemorrhage are anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. In this case, the exact time point and mechanism of device dislocation are not known, however, considering its nature, this event was considered related to essure. Also abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant / migration of implant'), device breakage ('fracturing of the implant') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. C61072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for birth control: nexplanon. Concomitant products included ibuprofen from 2015 to 2016. In june 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient had essure inserted. In august 2015, the patient experienced alopecia ("hair loss"). In october 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced tooth disorder ("dental issues/ / dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain/abdominal pain"), dental caries ("rotting teeth"), depression ("depression"), anxiety ("anxiety"), inflammation ("inflammation"), asthenia ("no energy"), loss of libido ("loss sex drive") and pelvic pain ("pelvic pain/ pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, abdominal pain, inflammation, weight increased, asthenia and loss of libido outcome was unknown and the alopecia, dental caries, depression, anxiety, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia and tooth disorder had resolved. The reporter considered abdominal pain, alopecia, anxiety, asthenia, dental caries, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, inflammation, loss of libido, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: jul-2015 & (B)(6) 2015 insertion details- left 1-2 coils and right 5-6 coils. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: genital haemorrhage . Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, did not undergo confirmation test were added. Outcome of hair loss, dental caries, anxiety, depression, tooth disorder updated to recovered / resolved. New reporter, patient information, historical and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant / migration of implant'), device breakage ('fracturing of the implant') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. C61072-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for birth control: nexplanon. Concomitant products included ibuprofen from 2015 to 2016. In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced alopecia ("hair loss"). In (B)(6)2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced tooth disorder ("dental issues/ / dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain/abdominal pain"), dental caries ("rotting teeth"), depression ("depression"), anxiety ("anxiety"), inflammation ("inflammation"), asthenia ("no energy"), loss of libido ("loss sex drive") and pelvic pain ("pelvic pain/ pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, abdominal pain, inflammation, weight increased, asthenia and loss of libido outcome was unknown and the alopecia, dental caries, depression, anxiety, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia and tooth disorder had resolved. The reporter considered abdominal pain, alopecia, anxiety, asthenia, dental caries, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, inflammation, loss of libido, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6)2015 & (B)(6)2015 insertion details- left 1-2 coils and right 5-6 coils. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: genital haemorrhage. Most recent follow-up information incorporated above includes: on 29-aug-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant / migration of implant'), device breakage ('fracturing of the implant') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. C61072-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for birth control: nexplanon. Concomitant products included ibuprofen from (B)(6) to (B)(6). In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced alopecia ("hair loss"). In (B)(6)2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced tooth disorder ("dental issues/ / dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain/abdominal pain"), dental caries ("rotting teeth"), depression ("depression"), anxiety ("anxiety"), inflammation ("inflammation"), asthenia ("no energy"), loss of libido ("loss sex drive"), pelvic pain ("pelvic pain/ pain"), vaginal discharge ("vaginal discharge"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, abdominal pain, inflammation, weight increased, asthenia, loss of libido, vaginal discharge, headache and fatigue outcome was unknown and the alopecia, dental caries, depression, anxiety, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia and tooth disorder had resolved. The reporter considered abdominal pain, alopecia, anxiety, asthenia, dental caries, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, loss of libido, menorrhagia, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6)2015 & (B)(6)2015 discrepancy noted for removal date : previously reported (B)(6)2016 but now reported as (B)(6)2016 insertion details- left 1-2 coils and right 5-6 coils concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: genital haemorrhage most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Lab data, new events added : vaginal discharge, headaches, fatigue added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / migration of implant"), device breakage ("fracturing of the implant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain/abdominal pain"), alopecia ("hair loss"), dental caries ("rotting teeth"), depression ("depression"), anxiety ("anxiety"), inflammation ("inflammation"), weight increased ("weight gain"), asthenia ("no energy"), loss of libido ("loss sex drive") and tooth disorder ("dental issues"). The patient was treated with surgery (hysterectomy and essure removal / she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, abdominal pain, alopecia, dental caries, depression, anxiety, inflammation, weight increased, asthenia, loss of libido and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, asthenia, dental caries, depression, device breakage, device dislocation, genital haemorrhage, inflammation, loss of libido, tooth disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint.the possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-feb-2018: summons received - new event "dental issues" was added. Device category for the event 'fracturing of the implant' was updated from other reportable incident to incident. New reporter were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the right and left cornu'), device breakage ('fracturing of the implant') and fallopian tube perforation ('perforation of the tubes by the essure device') in a 23-year-old female patient who had essure (batch no. C61072-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for birth control: nexplanon. Concurrent conditions included squamous cell metaplasia, cervicitis, adverse reaction and simple partial seizures. Concomitant products included ibuprofen from 2015 to 2016. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced tooth disorder ("dental issues/ / dental problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("pain/abdominal pain"), dental caries ("rotting teeth"), depression ("depression"), anxiety ("anxiety"), inflammation ("inflammation"), asthenia ("no energy"), loss of libido ("loss sex drive"), pelvic pain ("pelvic pain/ pain"), vaginal discharge ("vaginal discharge"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral "salpingectomy" / laparoscopic assisted vaginal hysterectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, fallopian tube perforation, genital haemorrhage, abdominal pain, inflammation, weight increased, asthenia, loss of libido, vaginal discharge, headache and fatigue outcome was unknown and the alopecia, dental caries, depression, anxiety, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia and tooth disorder had resolved. The reporter considered abdominal pain, alopecia, anxiety, asthenia, dental caries, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, inflammation, loss of libido, menorrhagia, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2015 discrepancy noted for removal date : previously reported (B)(6) 2016 but now reported as (B)(6) 2016 insertion details- left 1-2 coils and right 5-6 coils concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-dec-2020: mr received. Reporter information, patient's medical history, auto narrative supplement and event device dislocation updated to embedded device. New event added: fallopian tube perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the right and left cornu'), device breakage ('fracturing of the implant') and fallopian tube perforation ('perforation of the tubes by the essure device') in a 23-year-old female patient who had essure (batch no. C61072-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for birth control: nexplanon. Concurrent conditions included squamous cell metaplasia, cervicitis, adverse reaction and simple partial seizures. Concomitant products included ibuprofen from 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced tooth disorder ("dental issues/ / dental problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("pain/abdominal pain"), dental caries ("rotting teeth"), depression ("depression"), anxiety ("anxiety"), inflammation ("inflammation"), asthenia ("no energy"), loss of libido ("loss sex drive"), pelvic pain ("pelvic pain/ pain"), vaginal discharge ("vaginal discharge"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy / laparoscopic assisted vaginal hysterectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, fallopian tube perforation, genital haemorrhage, abdominal pain, inflammation, weight increased, asthenia, loss of libido, vaginal discharge, headache and fatigue outcome was unknown and the alopecia, dental caries, depression, anxiety, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia and tooth disorder had resolved. The reporter considered abdominal pain, alopecia, anxiety, asthenia, dental caries, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, inflammation, loss of libido, menorrhagia, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2015 & (B)(6) 2015 discrepancy noted for removal date : previously reported (B)(6) 2016 but now reported as (B)(6) 2016 insertion details- left 1-2 coils and right 5-6 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fallopian tube perforation lot number (lot # c61072-not valid). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information, the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc . Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation) and heavy bleeding (seen as genital haemorrhage), amongst non-serious events. Plaintiff underwent a hysterectomy and essure removal ten months after insertion. Device dislocation and genital haemorrhage are anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. In this case, the exact time point and mechanism of device dislocation are not known, however, considering its nature, this event was considered related to essure. Also abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as incident, as a surgical intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.